Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cystectomy procedure, the trocar was leaking while a 5 mm instrument was inserted. The procedure was completed without any impact to the pt. The trocar was discarded.